Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he began to experience unspecified symptoms of hypoglycemia but when he attempted to perform a test his meter would not turn on and then he lost consciousness. Customer¿s son called the paramedics who transported him to a hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with an unspecified intravenous infusion ¿to raise up his sugar¿. Customer could not recall if he received any additional medications, but was kept overnight at the hospital and discharged the next day; on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2018 he began to experience unspecified symptoms of hypoglycemia but when he attempted to perform a test his meter would not turn on and then he lost consciousness. Customer¿s son called the paramedics who transported him to a hospital. At the hospital, customer was diagnosed with hypoglycemia and treated with an unspecified intravenous infusion ¿to raise up his sugar¿. Customer could not recall if he received any additional medications, but was kept overnight at the hospital and discharged the next day; on (B)(6) 2018. There was no report of death or permanent injury associated with this event.